Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a stem hip impl win gen on an unknown side (exact date not reported). Currently, the patient is being monitored due to non union of extended trochanteric osteotomy.

Manufacturer narrative:
Device history records: as no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information regarding the journal article was requested, but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Trend analysis: no trend analysis performed as no reference number was available. Review of event description: according to the received journal article, two patients experienced a nonunion of the extended trochanteric osteotomy. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: nonunion of the extended trochanteric osteotomy cannot be related to one specific failure mode. In addition, the provided information do not indicate any relation between the product and the event. Based on that and on the limited amount of available information, no specific root cause analysis can be conducted. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Due to the limited available information, no specific root cause could be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).